Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms since (B)(6) 2017. Customer reported blood glucose level was 200 (mg/dl). Reportedly, the customer changed out supplies.